Event description:
Addendum (B)(6) 2022: the customer reported issue of forceps elevator not working was observed after performing the stenting in the therapeutic endoscopic retrograde cholangiopancreatography (ercp) stenting procedure. The procedure was completed with a similar device with no delay. There was no impact on the patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, and h10. Customer provided information of reprocessing at the facility: pre-cleaning is performed immediately after a procedure. An air/water (a/w) channel cleaning adapter is being used for pre-cleaning. Detergent is aspirated in to a/w, suction channel with aw channel cleaning adapter. Detergent used for pre-cleaning is of 3m brand. The endoscope channels are brushed during manual cleaning with a reusable bw-20t olympus brush. Cleaning and disinfectant solutions used with the endoscope are 3m detergent - rapid multi enzyme and cidex - glutaraldehyde disinfection solution. Automatic endoscopy re-processor (aer) used to reprocess the endoscope are olympus oer aw (2932964) or j mitra washer both using alternately. Detergent and disinfectant used with the aer are 3m detergent and ga - cidex disinfection solution. Sensor err 05 has been received for the aer. After reprocessing the endoscope is stored in the storage cupboard.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that there was foreign material on the forceps elevator. In addition, the forceps elevator k-wire is cut. This prevents the elevator from moving up. The user¿s complaint was confirmed. Other observations are: water tightness lost due to deformation of s-connector; objective lens, connecting tube, s-cover, switch 1, protector of universal cord on control section side, s-connector, and light guide lens all have a scratch; adhesive on distal end rubber coating (a-rubber) is detached; cut on heat shrinking tube of fe lever, prevents expected insulation capacity cannot be obtained; grip has discoloration; s-cylinder is shaved; switch box is dirty and has a scratch; control unit is dirty and has a scratch; control knobs are dirty; switch 1 has a scratch; universal cord has a scratch and discoloration; c-cover has a dent; and wear of angle wire cause bending angle and play of knob to not meet the standard. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of the device elevator not working. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that there was foreign material on the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator channel during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct g3 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Foreign material adhered around forceps elevator. Connector deformed and leaked. Object-lens scratched. Adhesive on the bending section rubber detached. Connecting tube scratched. Heat shrinking tube of up/down angulation control lock scratched. Insulation failure. Grip discolored. The device cover scratched. Suction cylinder shaved switch box dirty and scratched. Control unit dirty and scratched. Angulation control knobs dirty. Protector of s-cover scratched. Universal cord scratched and discolored. S-connector scratched. Light guide cover glass scratched. Failure in dlr angulation range. Angulation control knobs played. Forceps elevator wire cut. Forceps elevator did not rise. Forceps raising angle did not meet the standard value. Cover at distal end dented. Light guide lens scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that reprocessing under and around the forceps elevator was insufficient since the elevator did not work due to the forceps elevator wire cut. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.